Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 03/23/2018 that on (B)(6) 2017 the transmitter was removed before 90 days for an unknown reason. No additional event or patient information is available. No product or data was provided for evaluation. The confirmation of the complaint is undetermined. The probable cause could not be determined.

Manufacturer narrative:
(B)(4). 300475383-2018-038608 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.